Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom weakness. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a blood test was performed by the customer and produced test results of 140mg/dl fasting using true metrix meter. After troubleshooting, the customer is satisfied the product is working as intended and declines a replacement. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is 4/25/2020. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of (B)(6)2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.